Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient double bolused).

Event description:
On (B)(6) 2016, the patient contacted animas, alleging a history settings issue. The patient stated that they had a blood glucose of 40mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was revealed that the patient gave a double bolus. The patient stated that they gave the first bolus, became distracted and then gave another bolus. The patient stated that they were not educated on bolus history. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use.